Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: wear abrasion and an opening. Leak test and microscopic analysis was performed which identified: a striated opening on anterior and a sharp opening on insert to shell bond edge. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: - a striated opening on anterior assessed as surgical damage. -an opening with a sharp pattern at the edge of the insert to shell bond area assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.